Manufacturer narrative:
Other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and spinal pain. The patient reported that they went in to have their device replaced and they switched from a percutaneous lead to a paddle lead. The patient reported that when they woke up from surgery they had an excruciating pain in their right leg and still has pain now even though the device has been removed. The patient reported that the paddle lead was too big for the small space in their spine and it caused damaged to the leg. The patient reported that they never even turned the stimulator on because they were in so much pain and the stimulator made it worse. The patient reported that their right leg was swollen and the calve muscle is hard as rock and they can¿t walk. The patient reported that they were disable because of the device. It was reported that the total system has been explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.